Event description:
End user alleges while operating the motorized wheelchair down a steep incline, w/o wearing the seat belt, she fell out of the seat. Allegedly, as a result of the incident, the end user was hospitalized.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user reported operating the motorized wheelchair on a steep incline w/o the use of a seat belt. The owner's manual warns, "avoid ramps or slopes that are too steep" and "always use the seat belt".